Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pej409, and no non-conformances related to the reported complaint condition were identified. An opened box with thirty-two unopened samples of product were returned for analysis. The complaint sample was not received. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent a CABG surgery on (B)(6) 2020 and the suture was used. During the procedure, the suture was breaking too easily. Another like suture was used to complete the procedure. There were no patient consequences reported.